Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Moreover, the patient had a recent vascular surgery. This s-ICD remains in service. No adverse patient effects were reported.